Event description:
Literature was reviewed regarding clinical reasoning: an unusual cause of diplopia and ptosis in a 67-year-old woman. The time frame of this study was from 8 months prior to the current presentation the following medtronicdevices were used: onyx 18 no deaths occurred in the study population among patient adverse events included: obliteration of the fistula was achieved with transvenous coiling and onyx-18 embolization. Follow-up at 4 months showed a significant decrease in residual corkscrew vessels (figure 1) and improvement of her esotropia. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
No specific device information provided. The date of the event reported was the date that the article was published as the date of the event was not provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.